Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the ventricular channel. The patient with this device experienced non-specified symptoms. Technical services (ts) reviewed the event and provided reprogramming options to prevent the oversensing. No adverse patient effects were reported. This pacemaker remains in service.